Event description:
It was reported that during a laparoscopic hysterectomy procedure, the surgeon attempted to use on bladder flap. The device would not close and could not be removed from trocar. The surgeon had to remove the device and trocar together. There were no patient consequences. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The instrument was received inserted in an ethicon trocar. The trocar was removed from the instrument and the instrument was evaluated individually. The instrument was visually inspected and it was noted that the jaws were slightly damaged at the jaw to instrument interface. The device was connected to the generator and it was recognized. Because the jaw was damaged not all testing was performed with the generator. The condition of the jaw prevented the functionality of the device. The jaw was unable to fully cycle open and closed. The identified damage was the likely the cause for the reported difficulty in removing the trocar. It is likely that the damage to the jaw and I-blade was caused by not allowing thick and fibrous tissues to denature prior to I-blade advancement or attempting to cut through thick dense tissue.